Event description:
It was reported that the sensor was at 61 and the threshold suspend was set at 70, but the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.